Event description:
A biomedical service for a customer reported that an infusion pump would not infuse during a volume test. The pump would not infuse against a 6-psi back pressure. There was no pt involvement with this event.